Event description:
It was reported during in clinic interrogation that there was a display anomaly causing a discrepancy in device longevity. Upon reinterrogation, the longevity measurement had returned to normal. The device will continue to be monitored. There were no patient consequences.